Event description:
Pt underwent embolization for fibroids that caused severe menstrual pain and bleeding. Gynecologist referred to interventional radiologist for embolization. Ir indicated embolization had to be done to relieve pain. It sounded reasonable to pt who has a family with 3 children and was incapacitated by symptoms 2 weeks out of the month. Post embolization she experienced significant pain and remained in the hospital overnight. After being discharged the following day she had extreme, severe uterine contractions 2 minutes apart, with them using unbearable pain. By phone the doctor advised taking pain medication, which did not work. The first menstrual period 2 weeks post uae was worse than it had ever been with severe contractions and every month hence has been the same. A new gynecologist told her that "uae should never have been performed, many women have fibroids", and that it was a very invasive surgery. The new gynecologist performed laparoscopic surgery and said that her pain was caused by scar tissue from 3 c-sections and her uterus was 95% plastered to the scar tissue. He lysed the adhesions which provided relief for about a year. He said that she may require a hysterectomy in the future. She will return to this gynecologist to address the contractions which have begun again.